Event description:
It was reported that the spinal cord stimulation (scs) leads were loose, and the patient experienced overstimulation. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7072337, product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(6), batch: 208576.